Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.